Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 btt port wasn't letting the co2 go through. The monitor kept saying "occluded. The co2 tubing was changed out, but it still didn't work. It only started working when they opened a new kit. There was a 5 minute delay. There was no patient harm.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 05/17/2024. An investigation was conducted on 05/29/2024. A visual inspection was conducted. The harvesting device and cannula was also returned for evaluation. There were no visual defects observed on either of the returned devices. Signs of clinical use and evidence of blood was observed on the intact btt. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000378554 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.